Manufacturer narrative:
Per the clinic, the patient experienced swelling at the implant site and subsequently steroid injections were administered (date not reported). This report is submitted on may 26, 2017.

Manufacturer narrative:
This report is submitted on april 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced issues with connection to internal device. Subsequently the patient underwent skin flap revision surgery on (B)(6), 2017. The implanted device remains.